Manufacturer narrative:
According to the complainant, the suspect device has been contaminated and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. Bsc reference: a00037264 / 230975

Event description:
It was reported to boston scientific corporation in 2006, that a resolution clip device was used during a hemostasis for a bleeding ulcer procedure (male patient; according to the complainant, the "clip did not get off the teflon catheter". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "unknown".